Event description:
The incident took place in the master bath and the floor was wet with some towels on floor to soak up the water. Resident was being lifted by hoyer lift from tub lift chair to her recliner chair. The lift tilted and fell to the side. The resident fell to the floor partially braced from impact by the two personnel present. The resident sustained a fracture of the right femur and required surgical intervention for repair. Upon investigation and equipment check by maintenance staff, there was no malfunction of the lift suspected. The resident was still secure in the sling after the fall. It is possible that one of the lift wheels dropped over the edge of the down slope for the drain. The weight of the resident involved is 198 pound. She does become very tense ans apprehensive during the use of the lift which may have caused swinging and loss of balance. As a precaution, all personnel will again be inserviced concerning proper operation of the hoyer liftdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: expected wear/deterioration, environmental factors. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.